Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a transparent circular plastic in the insulin pump's reservoir compartment fell off. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, damage display window cover, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir does not remain lock in place due to missing retainer.